Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing (short v-v intervals). A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).